Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736355, software version: 2.0.3 h3/h6: the logs from the software were analyzed and the issue was confirmed. Cpds b01, c10, and d18 apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure in which there was no patient involvement. It was reported that the representative (rep) was unable to load scans from disc. It was reported that an offsite imaging location recently upgraded their picture archiving and communication systems (pacs) platform and since then the discs burnt from that site were no longer able to be loaded onto the navigation platform. There was troubleshooting present. The rep inserted the disc into the system, checked the compact disc (cd) on the filesystem via admin settings. There was an error message that appeared which read "unable to mount disc". The rep rebooted the system and inserted the disc again and received the same error. Additionally, they attempted those steps with both a regularly burned cd from the site and a cd intended for the navigation system and the same issue occurred. The rep loaded the software onto his personal computer (pc) and the file system was visible and the files were accessible. He did notice the viewer was on both discs so he went back to the imaging location and walked through burning a disc without the viewer. This new disc was useable on the navigation system. The rep reported the new cd without the viewer was still unable to work on the navigation system and received the same error, unable to mount disc.